Event description:
It was reported initially that the pt experienced loss of therapy effect with return of symptoms. The pt experienced increased pain as she had prior to the pump implant. The pt was seeing a new hcp who programmed a small dose increase of the morphine. The pt reported feeling much better so no further investigation was performed at that time. It was later reported that the pt was taken to surgery in 2009, for continued loss of therapy. The hcp planned to replace the catheter. During surgery they found that the pump had flipped multiple times and the catheter had broken into two pieces. The pump and catheter were replaced at that time. Final pt outcome was unk at the time of the report.